Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020. The cause of death was cardiac failure and diabetic complications. The caller stated that the customer had a heart condition and diabetes that may have led to the customer's passing. The customer¿s blood glucose was 250 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The customer had low blood pressure and a high blood glucose reading of 350 mg/dl. The customer was treated with manual injection and their blood glucose dropped to 250 mg/dl. The caller then woke up to find the customer unconscious and they called paramedics. The customer passed shortly afterwards. The caller declined to return the insulin pump for analysis.